Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare provider via manufacturer representative regarding an event happened during intra-op for a patient undergoing olif. The levels mentioned as l5-s1 single side position. It was reported that, the surgeon was placing/inserting a voyager ats (awl tap screw) 7.5 x 45, when the distal end of the driver broke off. Fragments of the driver were extracted from the patients wound/incision by the surgeon. Once an additional driver was provided, the case continued. The procedure was delayed by less than one hour and there was no impact on patient outcome. No further complications reported.